Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote monitoring transmission indicated that a warning triggered for low pacing impedance. The threshold was also noted to have increased. Reprogramming was performed to change the pacing polarity. The next day, another warning was triggered for low pacing impedance. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.